Event description:
It was reported that (1) instrument was used during a laparoscopic gastric bypass. It was reported by the rep that on the 3rd or 4th firing of the tsg45 instrument, the stapler fired but got stuck in the knife forward position. The surgeon tried very hard to get the stapler to retract the knife, but was unable to do so. Tissue had to be carefully removed from the stapler and the staple line was oversewn for safety. The case was completed using another instrument. There was an extended or time of 15 mins.